Manufacturer narrative:
Per a conference call with the FDA on (B)(6) 2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by (B)(4).

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 08/26/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure 2 day earlier, the surgeon alleged an inaccuracy. The site performed an imaging system spin, everything looked fine. The physician assistant (pa) cannulated the pedicle and felt she was breaking out laterally. They were doing neuromonitoring on the other side and got feedback when they should not have. They re-spun using the imaging system and were able to re-gain accuracy and continue the procedure to completion. Alleged inaccuracy was 5 millimeters, shifted medial to lateral. The surgeon was using a pak needle and legacy tap, as well as, non-medtronic instruments. The percutaneous pin reference frame was covered in plastic during the procedure. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome reported.

Manufacturer narrative:
A software investigation was completed. Findings as follows: unable to determine probable cause since the behavior cannot be replicated. Per case description: "the perc pin reference frame was covered in plastic during the case." It is suspected that the reflection from the passive markers covered in plastic caused the inaccuracy. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.